Manufacturer narrative:
(B)(4)

Event description:
Same patient as MDR ID: 213426-2016-11263. It was reported aspiration was lost during the procedure. During the use of an angiojet® solent¿ omni catheter in the patients leg, a check saline supply error code occurred during active aspiration. The device as switched out and the procedure was completed. The next day the patient had another thrombectomy procedure done with an angiojet® solent¿ dista. This device also received an error code during active aspiration. It was also noted the guidewire would not pass thru the catheter and was switched out to complete the procedure. No patient complications were reported in either procedure and the patent is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the angiojet solent dista thrombectomy was received with no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing revealed no damage or irregularities device operated as it should have. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same patient as MDR ID: 213426-2016-11263. It was reported aspiration was lost during the procedure. During the use of an angiojet® solent¿ omni catheter in the patients leg, a check saline supply error code occurred during active aspiration. The device as switched out and the procedure was completed. The next day the patient had another thrombectomy procedure done with an angiojet® solent¿ dista. This device also received an error code during active aspiration. It was also noted the guidewire would not pass thru the catheter and was switched out to complete the procedure. No patient complications were reported in either procedure and the patent is stable.